Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_stimloc_acc (serial: unknown); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon is unhappy with the mechanics of the burr hole device. Complaints of not enough positive feedback to be sure everything is secure, removing placement device from the clip is difficult and causes delays and erroneous removal of the clip and the screws do not have enough "bite" that they need to be turned multiple times before they will grab hold. No complaint or symptoms from the patient.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m01224: product type accessory product ID b31000 lot# 082t22023: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.